Manufacturer narrative:
(B)(4). The rt212 adult inspiratory-heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt212 breathing circuit was returned to fph in (B)(4) for evaluation and was visually inspected. Results: visual inspection revealed a hole in the subject breathing circuit dryline. A lot check could not be performed as no lot information was provided by the hospital. Conclusion: the damage to the subject dryline appeared to have been caused by a sharp object, possibly with a knife or boxcutter. The breathing circuits are packaged in boxes of ten and each box carries a warning against use of a sharp object when opening the packaging. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests the damage occurred after the products were released for distribution. Our user instructions that accompany the rt212 adult inspiratory heated breathing circuit state the following: check all connections are tight before use; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) representative that an rt212 adult breathing circuit had two pin holes on the dryline. This was found prior to patient use.